Manufacturer narrative:
The biomedical engineer troubleshot this leak with ge healthcare technical support and determined the leak was from the sensor interface board. The sensor interface board was replaced, and the unit was returned to service. No report of patient involvement. The biomedical engineer troubleshot this leak with ge healthcare technical support and determined the leak was from the sensor interface board. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak, discovered during pre-use testing. There was no report of patient involvement.